Manufacturer narrative:
Concomitant medical products: product ID 3550-39, lot# n293817, implanted: (B)(6) 2012: product type accessory; product ID 3 7754, serial# (B)(4): product type recharger; product ID 37744, serial# (B)(4): product type programmer; patient product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012: product type lead. (B)(4).

Event description:
It was reported that the patient felt like someone was trying to ¿stick through her skin, like a needle.¿ the patient had never felt that before. It occurred while walking to her car and ¿could not even finish walk to put her foot down.¿ the patient had pain in the buttock area. It was noted the patient¿s battery was further up. The area had been uncomfortable for a while but patient had been putting it off. The patient was concerned about if the battery had moved and if that could be causing this. Battery was sticking out; previously it had been flat but was now protruding out a little bit. On (B)(6) 2013 the patient was rear ended. The patient inquired if this could have caused implantable neurostimulator (ins) to shift. Additional information requested but had not been received as of the date of this report.